Manufacturer narrative:
The manufacturer did not receive devices. Other source documents (x-rays, surgical reports) were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that during the extraction of the femoral stem on the left side, the instrument broke. To release the extraction instrument from the femoral stem, additional incisions were done on the bone. The surgery was re-scheduled to the following day ((B)(6) 2014) to complete the revision surgery with a new set of instruments.